Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/14/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient was unsure of exact bg value, but stated it was in the high 70's. At the time of contact, no injury or medical intervention was reported.